Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose was unknown. During troubleshooting, found unexpected restart alarm, battery out limit alarm, failed bad battery alar, and weak battery alarm in history. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.